Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment for chronic type b aortic dissection using conformable gore® tag®thoracic endoprosthesis devices and gore® excluder®aaa endoprosthesis. The excluder device was implanted in the most distal side of descending aorta. Around mid-(B)(6) 2026, fever was observed, and the patient was hospitalized due to suspected stent graft infection. However, the cause of infection was not identified, and the fever persisted. It was reported that antibiotics were administered, although it is unclear whether they were given specifically for the infection. Subsequently, the patient developed pneumonia and experienced an allergic reaction to the antibiotics. On (B)(6) 2026, hemoptysis occurred, and a CT scan revealed a distal stent graft-induced new entry (dsine) originating from the distal end of the device. On (B)(6) 2026, reintervention was performed, and an additional stent graft was implanted at the distal side. It was reported that no dsine was observed on the CT scan performed on (B)(6) 2026.